Manufacturer narrative:
The device has not been returned to the manufacturer and it was discarded so we are unable to complete an evaluation. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during use of intra-aortic balloon (iab), balloon rupture occurred. There was no patient harm or adverse event reported.

Event description:
It was reported that after 4-5 days of intra-aortic balloon (iab) therapy, balloon rupture occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).